Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that failure to interrogate issue was noted. The remote transmission was unable to be completed. The patient mentioned that the device was turned off.